Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to the cuff eroding. The patient is experiencing recurring incontinence. The cuff was upsized, and the patient is expected to fully recover following the procedure.